Manufacturer narrative:
(B)(4). The product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported. The investigation determined the unstable stent appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a bifurcated lesion in the right common iliac artery with heavy calcification. A 6.0 x 59 mm unspecified stent was implanted in the right external iliac artery. Then a 7.0 x 39 mm omni elite balloon-expandable stent (bes) was positioned inside a cross over sheath, and when it was advanced partially into the target lesion, the bes was pulled back to be repositioned when the stent dislodged half way off the balloon. The stent was pushed back into the sheath and the bes was removed from the patient. A decision was made to end the procedure at this point and to treat the target lesion on a later date. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.